Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #14 was removed due to pain.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4110, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4310 and 4315. H10: narrative/data was updated. One tapered screw vent (tsvwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of usage. No significant damage was identified. Implant matched to the DHR print description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing condition noted on the per was none. The reported device was located on tooth #14 (universal) and was placed approximately for 3 days. X-ray or picture image was not provided. DHR review was completed for the subject lot number 1242899. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op160) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review by lot number (1242899) was performed for similar events using keyword (medical pain) and no other similar complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event (pain) or product ((B)(6)). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable.